Manufacturer narrative:
(B)(4). Foreign source: poland. The device will not be returned for analysis, however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor was broken. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual inspection shows the anchor has been fractured and the metal inserter tip inside the anchor is bent. The inserter adjustment knob and trigger mechanism function correctly and smoothly. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.